Event description:
It was reported that patient had boston leads surgeon accidently cut paddle and is scheduling patient for an explant of boston lead to implant of (B)(6) lead. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).